Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a failed tower door. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was failing. A field service engineer tightened all the latch cables and reseated the cables to resolve the issue. A field service engineer confirmed with the customer that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.